Event description:
It was reported that the health care provider reported patient has received inappropriate shocks in the past for conducted atrial fibrillation (af) and now currently received inappropriate anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and discussed that upon review of the most recent electrogram (egm) rhythm ID was not correlated. Ts discussed a programming option that would inhibit therapy in most cases except sudden and stable. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported. Additional information was received that inappropriate therapy has continued and that programming changes were made for optimization.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the health care provider reported patient has received inappropriate shocks in the past for conducted atrial fibrillation (af) and now currently received inappropriate anti-tachycardia pacing (atp). Boston scientific technical services (ts) was consulted and discussed that upon review of the most recent electrogram (egm) rhythm ID was not correlated. Ts discussed a programming option that would inhibit therapy in most cases except sudden and stable. The implantable cardioverter defibrillator (ICD) remains in service and no adverse patient effects were reported.